Manufacturer narrative:
This report is being filed on an international product, list number 07k65-77 that has a similar product distributed in the us, list number 7k75 with 510k/PMA/bla number k173122. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated architect free t4 and provided the following data for 2 samples: reference range: free t4: 9.01-19.05 pmol/l. Sample 1: initial free t4 test result: >64.35, retest result: 16.01. Sample 2, initial free t4 test result: >64.35, retest result: 17.13. Per the customer discrepant results were not reported out to the medical provider. There was no reported impact to patient management.

Event description:
The customer observed falsely elevated architect free t4 and provided the following data for 2 samples: reference range: free t4: 9.01-19.05 pmol/l. Sample 1: initial free t4 test result: >64.35, retest result: 16.01. Sample 2, initial free t4 test result: >64.35, retest result: 17.13. Per the customer discrepant results were not reported out to the medical provider. There was no reported impact to patient management. Update: the customer provided additional sample data: initial free t4 test result: 22.35, retest result: 13.78.

Manufacturer narrative:
Section b5 was updated with additional information.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing of a retained reagent kit. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending data for the architect i2000sr processing module did identify an increase in complaints. Additionally, an increase in complaint activity was identified for reagent lot 63114ud02. However, testing was performed utilizing retained kits and all testing passed indicating the reagent lot is performing as expected. Device history review did not identify any non-conformances or deviations with the complaint lot. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I stat high sensitive troponin-I reagent lot 49559ud00 was identified.

Event description:
The customer observed falsely elevated architect free t4 and provided the following data for 2 samples: reference range: free t4: 9.01-19.05 pmol/l. Sample 1: initial free t4 test result: >64.35, retest result: 16.01. Sample 2, initial free t4 test result: >64.35, retest result: 17.13. Per the customer discrepant results were not reported out to the medical provider. There was no reported impact to patient management. Update: the customer provided additional sample data: initial free t4 test result: 22.35, retest result: 13.78.